Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to operational context, as it is likely the device interacted with the 70% stenosed lesion during advancement, resulting in the reported failure to advance and observed twisted/bent material (inner and outer member bunching). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation caused by a guide wire in the right coronary artery. The 2.8x19mm graftmaster covered stent failed to cross due to the anatomy. Therefore, the graftmaster device was removed from the patient. There was no adverse patient sequela and no clinically significant delay reported in the procedure. The patient was sent for surgery to treat the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.